Event description:
Alignment of teeth/jaw perfect after the surgery. Guiding elastics were applied. 1-day postop alignment of teeth/jaws was noticed to be changed. 5-weeks post-op x-rays showed that the proximal fragments had rotated upward. At reoperation screws were detected to be broken and were replaced with stainless steel screws.